Manufacturer narrative:
At the time of the investigation, there was no CAPA and no trends associated with this event type. The product has not been returned for evaluation, and therefore cannot be evaluated. The lot number was not provided, therefore a DHR review could not be performed. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
"It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) of metacarpal 3, 4, 5 due to a mal-union + non-union from the previous pinning. During the procedure, one (1) titanium cannulated compression headless screw broke during insertion into the 4th metacarpal. The head portion of the screw stuck on the screwdriver for removal. The surgeon used screw removal conical tool + needle holder to break off sections of the screw shaft. Half of the screw was removed with difficulty and the other half of the screw remained inside the 4th metacarpal. The procedure was continued by placing an alternate plate to fix fracture around the broken screw segment. One (1) cortex screw self-tapping head broke off during insertion. The screw head remained on the screwdriver and the screw shaft was removed easily with needle holder. Two (2) stardrive screwdriver shaft self retaining hex coupling was stripped on screw insertion and one (1) stardrive screwdriver shaft self retaining hex coupling broke on screw insertion. All parts of the broken stardrive screwdriver shaft self retaining hex coupling were easily removed. The procedure was successfully completed with a thirty (30) minute surgical delay. The patient outcome is unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity# unknown) this complaint involves five (5) devices."